Event description:
Upon removing the grounding pad, 2 small areas (5"x 3") were noted. These areas had patterns of small red dots, which matched the holes on the bottom of the bair hugger blanket. A cool compress was applied to the area. Within the first 10 minutes the marks were resolving.